Manufacturer narrative:
This report is submitted on july 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the battery "burst" and reportedly leaking fluid. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The malfunctioned battery has already been discarded by the patient and is not available for analysis by the manufacturer.